Event description:
A user facility reported that blood started leaking from the line where the heparin pump line attaches to the fresenius combiset bloodline during a patient¿s hemodialysis (hd) treatment. Upon follow up, it was noted that the machine was primed and patient started treatment, however, twelve minutes into treatment the blood leak was discovered. There was no reported patient harm or intervention as a result of the reported event. The patient completed treatment with a new machine and new lines. The sample was discarded. No further event details were provided.

Manufacturer narrative:
Additional information provided in h6. Plant investigation: a physical sample was not received. However, a picture was received from the customer and could be confirmed a leak in the pump tubing segment. The reported event was confirmed in accordance with the picture received. A search in the system was performed to verify the product availability for companion samples. According to the search, no product is currently available at the distribution centers for analysis. A DHR (device history record) review from the lot involved was performed and the lot does not show any non-conformances, deviations or associated rework related to the alleged complaint description. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
A user facility reported that blood started leaking from the line where the heparin pump line attaches to the fresenius combiset bloodline during a patient¿s hemodialysis (hd) treatment. Upon follow up, it was noted that the machine was primed and patient started treatment, however, twelve minutes into treatment the blood leak was discovered. There was no reported patient harm or intervention as a result of the reported event. The patient completed treatment with a new machine and new lines. The sample was discarded. No further event details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that blood started leaking from the line where the heparin pump line attaches to the fresenius combiset bloodline during a patient¿s hemodialysis (hd) treatment. Upon follow up, it was noted that the machine was primed and patient started treatment, however, twelve minutes into treatment the blood leak was discovered. There was no reported patient harm or intervention as a result of the reported event. The patient completed treatment with a new machine and new lines. The sample was discarded. No further event details were provided.